Event description:
Related manufacturer reference number: 1627487-2023-01202. It was reported that the patient is experiencing ineffective stimulation as a result of both of their leads migrating. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken in which the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of auto reducing was confirmed; migration cannot be confirmed or not confirmed through bench testing. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.